Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported that the insulin pump had multiple no delivery alarms during bolus. The customer reported that she was able to manually get insulin to exit the tubing. Blood glucose level at the time of the incident was 385 mg/dl. The customer was unable to troubleshoot at the time of the call and requested that the reservoirs be replaced. Customer was advised that the reservoirs would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set, and out of the catheter tip. No occlusion was noted.